Manufacturer narrative:
Continuation of d10: product ID a820, product type software. Section d information references the main component of the system. Other relevant device(s) are: medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was receiving unknown drug via an implantable pump for non-malignant pain indications for use. It was reported that they were told they could not switch back to the 8835 because they were not satisfied with the new handset. The agent reviewed the 8835 and told the patient that 8835 was not compatible with the sm3. Thepatient stated that the handset was lagging at 90% for an extremely long time when they were trying to connect to the pump. The agent reviewed the data and walked the patient through deleting the data. The patient was able to connect to the pump with no lag. The patient will call back if they need further assistance.